Manufacturer narrative:
The manufacturer will monitor for trends.

Event description:
A patient came to the hearing care professional (hcp) with a receiver stuck in the ear. The hcp was able to successfully remove the stuck component from patient's ears. There was no additional medical intervention required. No medications were prescribed. It was reported the receiver broke at the interface of the back housing and receiver component. The reported receiver (m receiver size s used with open tips size s) was used for 1.5 months since mid (B)(6) 2024. The device was not returned and is not available for the analysis by the manufacturer. There are no pictures of the broken piece available. The follow up did not provide any additional information. Due to lack of information and the device further root cause analysis is not possible. The manufacturer will monitor for trends.

Event description:
A patient came to the hearing care professional (hcp) with a receiver stuck in the ear. The hcp was able to successfully remove the stuck component from patient's ears. There was no additional medical intervention required. No medications were prescribed. It was reported the receiver broke at the interface of the back housing and receiver component. The reported receiver (m receiver size s used with open tips size s) was used for 1.5 months (since mid (B)(6) 2024). The receiver is not available for the analysis. The manufacturer requested additional information. This is an initial report. The supplemental reports will be submitted upon availability of new information.